Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-life-sustaining rhythm prior to the treatments.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was in the hospital and went into cardiac arrest prior to passing. Per the patient's download data, the patient was in sinus tachycardia at 110 bpm at 6:05:00. CPR artifact is then seen with an underlying rhythm at 30 bpm from 6:05:34 to 6:06:00. CPR artifact with coarse ventricular fibrillation (vf) is seen from 6:11:00 to 6:12:00. CPR artifact prevented detection of the treatable rhythm by the lifevest. The patient's rhythm transitioned to atrial fibrillation at 60 bpm with CPR artifact. From 6:15:00 to 6:24:00, the patient's rhythm transitioned to ventricular fibrillation. CPR artifact prevented detection of the treatable rhythm by the lifevest. The patient then received a non-lifevest defibrillation. The rhythm at the time of the non-lifevest shock was ventricular fibrillation with CPR artifact. The post-shock rhythm was vf with CPR artifact. The patient remained in vf with CPR artifact until the device was shut down at 6:27:59. The patient was in ventricular fibrillation for 2 minutes and 36 seconds with the CPR artifact preventing detection by the lifevest.